Event description:
A surgical technician reported the right kick switch of the footswitch was not working during two cases. In both cases, the system was rebooted and the footswitch would work for a short time. The procedures were completed by manually changing modes with the touchscreen. There was no impact to the patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a new footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on february 6, 2006. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on february 16, 2006. The root cause of the reported event of the right side-switch not working cannot be determined conclusively. (B)(4).